Event description:
It was reported that the insulin pump alarmed button error. Customer took out the battery and reinserted new battery but same problem occurred. The buttons did not work properly. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.